Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086mri58 lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient developed a pocket infection. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.